Event description:
Additional information received from the article¿s author of correspondence reported that the cause of the difficult lead implants w as primarily anatomical challenges. These challenges included ¿post-surgical adhesion, bony obstruction, etc.¿ the author also noted that the difficulty was increased due to the leads used not being designed for dorsal root ganglia implantation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Literature citation: lee, s. Et al. A pilot study of novel ultrahigh-frequency dorsal root ganglia stimulation for chronic lower limb pain: focusing on safety and feasibility. Pain pr. (2024) doi:10.1111/papr.13436. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two patients ¿did not complete the study due to difficulty of lead implantation.¿ it was further reported that these patients ¿did not receive stimulation therapy due to difficulties in lead insertion.¿ no further event information was reported. Please see the attached literature article.